Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, the resolution 360 clip failed to fully detach from catheter and control wire after being locked in place and the clip was then eventually removed by physician using forceps, resulting in a prolonged procedure. The procedure was competed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h2: additional information: block h6: code f2301 additional device required, no longer applicable. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events of failure to release from catheter and prolonged episode of care. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, the resolution 360 clip failed to fully detach from catheter and control wire after being locked in place and the clip was then eventually removed by physician using forceps, resulting in a prolonged procedure. The procedure was competed with another of the same device. There were no patient complications reported as a result of this event.